Event description:
The pt received a prodigy hip stem in 1992. In 2000, the stem suddenly cracked across the center of the implant. The pt will be revised upon completion of a custom stem requested by dr.